Manufacturer narrative:
Additional comparisons between the customer meter and a reference meter showed no deviation and the results were both 2.9 inr. The information does not indicate a technical issue with the customer's coaguchek device.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. At 11:00, the result from the meter was 8.0 inr. At 13:00, the result from a laboratory using an unknown reagent was 5.2 inr. The therapeutic range was requested but was not provided.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.